Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging inaccurate results compared to another meter with readings of "98, 71, 73, 129, 80, 57, 59, 42, and 36 mg/dl" compared to "135mg/dl" on an accu-chek meter. This complaint is being reported because the reported results did not meet lifescan's accuracy/precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.